Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient&#38112;house was struck by lightning; causing power surge. The power cord of the transmitter was burnt and the device could no longer be turned on. The transmitter was replaced.